Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, faulty cable was confirmed. It is therefore likely that the reported no image error occurred because the video function did not work properly due to faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated; the customers allegation was confirmed. There is a noisy endoscopic image because the camera cable was defective, likely due to wear and tear. During a device evaluation, additional findings were also observed, the cable has scratches and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the hd 3cmos camera head had a noisy image. The issue was observed during receipt inspection for a therapeutic endoscopy procedure. The procedure was completed using a similar device. No patient harm was associated with this event.